Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and uretral atrophy. The physician believed that the cuff was not placed in the correct location. As a result, the device was explanted and replaced. No further patient complications reported.